Event description:
It was reported that patient's device was explanted due to noise on the atrial and ventricular channel. No further information is available at this time.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the electrocardiogram. The device was tested on the bench and no anomalies were found. The noise observed in the field was not reproduced during bench testing. The cause of the noise could not be determined.